Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous vessel in the circumflex (cx) artery. The 4.5x12mm nc trek balloon dilatation catheter (bdc) was prepared and flushed prior to use and was used for post dilatation without issues. However, the bdc could not be removed from the non-abbott guide wire upon removal. The devices were removed as a single unit. There was no attempt to remove the guide wire while the balloon was inflated or pressurized. A new non-abbott guide wire was used with a xience skypoint to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty removing the device from the guidewire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.